Event description:
It was reported that the patient had their neurostimulator device explanted about 3-4 months ago, but was unsure of the exact date. The patient had the device removed due to a lack of symptom relief. The patient was voiding 10 times per night and had 3 urges per day. The patient did not want a new device placed. The patient had healed from their surgery. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.